Manufacturer narrative:
This s-ICD was not returned as it remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the clinically observed noise over-sensed is a known inherent risk of with use of this product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise over-sensed by the device resulting in an untreated episode. The physician noted that the high frequency of artifacts persists for greater than 60 seconds and is suspected to be electromagnetic interference (emi). The physician will work with the patient to understand the source of the emi. The device remains implanted. No adverse patient effects were reported. A follow up report is being submitted to update the status to non-reportable, and a correction to impact patient coding. The device exhibiting noise over-sensed by device is a known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise over-sensed by the device resulting in an untreated episode. The physician noted that the high frequency of artifacts persists for greater than 60 seconds and is suspected to be electromagnetic interference (emi). The physician will work with the patient to understand the source of the emi. The device remains implanted. No adverse patient effects were reported.